Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm history revealed multiple call service 087 alarms. During testing, the pump emitted a hard call service 069 alarm during the first rewind attempt. The reported call service 069 alarm issue was due to a component failure found on the printed circuit board. The component was replaced and the pump was reprogrammed. The pump was able to power on and was exercised with no alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.